Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose and low blood glucose. Customer stated that she sprained her left knee and her blood glucose rose to 411 mg/dl after the incident. Customer stated that she removed the insulin pump and went back to lantus and novolog. Customer stated physical stress and pain caused her high blood glucose to rise drastically. Customer mentioned on her first week she was on her insulin pump her blood glucose was 48 mg/dl. The customer was advised the basal feature of the insulin pump and the ability to suspend from the insulin pump. Offered the customer to be transferred to help line and she declined. No further information provided.